Manufacturer narrative:
Returns requested for axiem portable and field generator mobile. Replacement axiem portable shipped to site 11/11/2015. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system displayed the message localizer is not connected. A navigation system re-boot did not restore normal function. Axiem box continued to display 3 and 8 numbers on the back and fault light was illuminated. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The amber fault light is on and the controller status is flashing a "1". The em interface shows that the unit is not connected. This issue was documented in a medtronic navigation hardware anomaly tracking database.